Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and high pacing threshold measurements. Additional information indicated that the lead was visibly fractured. The lead was surgically abandoned. No additional adverse patient effects were reported.